Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 18 mmol/l with dehydration and large urinary ketones. The patient provided self-treatment of insulin via manual injection. The reporter alleged the pump had lost power and was not delivering insulin. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with alleged no power to the pump.